Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding product used in oblique lateral interbody fusion (olif) spinal therapy for lumbar spinal canal stenosis (lscs). Levels implanted was l4-5. It was reported that the cage was backed out and patient did not achieved fusion. Revision surgery is planned for the removal of cage and perform transforaminal lumbar interbody fusion (tlif) from the back. There were no further complications or symptoms reported regarding the reported event. Additional information was received via manufacturer representative that the reported cage was explanted and the procedure was redone from the posterior approach. There were no symptoms or complications reported after revision surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.